Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was very happy post-op and stimulation covered all areas of their pain. The patient was re-educated on how to use the external equipment. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that they met with the patient regarding their implantable neurostimulator (ins) as they indicated that they were not able to use it and did not charge for ¿some time¿. Interrogation with the clinician programmer showed a power-on-rest (por) with a code of 0x8 and that the ins was in an overdischarge (od) state. The patient stated that this had occurred once before in the past. The ins had a ½ charge on the day of report. An impedance check showed all contacts within normal limits. The por was cleared and the stimulation was turned on with the patient receiving effective stimulation therapy. It was explained to the patient the importance of charging and that if they allowed an od on their ins it would no longer work. No surgical interventions were performed or planned. The issue was reported as resolved at the time of report. The patient status at the time of report was ¿alive ¿ no injury¿. The indications for use of the implanted device were noted as non-malignant pain and failed back surgery syndrome. If additional information is received, the event will be updated. Additional information was received from the rep stating the patient opted for a replacement of the ins with a non rechargeable battery. The replacement surgery is scheduled for (B)(6) 2017. Patient was reported to be happy knowing she will not have to recharge. No further patient complications have been reported as a result of this event.